Event description:
It was initially reported that upon inspection at the hospital, the 4.5m bipolar valleylab cable (cp393-2) was found to be "non-functional". It was later reported that the fault was discovered during surgery, which led to a surgical delay greater than 30 minutes. Another product was reportedly used to finalize the surgery. Clarification has been requested from the customer and is pending response. No patient injury was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The suspected 4.5m bipolar valleylab cable (cp393-2) was not returned for evaluation; therefore, an investigation for cause was unable to be performed. Lot number information was provided; manufacturing records were reviewed, and no non-conformances were detected during production; the cables passed all quality checks. The pictures provided by the customer does not show any anomaly on the cable. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.